Event description:
Ak 98 #2 during treatment, machine all of a sudden shuts down at 0850. Machine restarted manually at 0851 with treatment information saved and dialysis treatment resumed. System was rechecked and found no errors with set up or power interruption to the machine. Baxter called and left message. FDA safety report ID# (B)(4).